Event description:
It was reported during a rotational atherectomy treatment procedure, the "burr blocked into the coronary artery". The burr was removed from the patient and the procedure was completed with another burr. No patient injuries or complications were reported. Pt status is listed as "okay". Additional info regarding this procedure has been requested.

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined. If any additional relevant information is received, a supplemental MDR will be submitted.